Manufacturer narrative:
The manufacturer had previously reported that the device had failed testing and was recalibrated to address the issue. During final testing of the device it failed calibrations and displayed a "service required" code was observed. The device's oxygen blending module board was replaced to address the issue. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to the u29 airflow pressure transducer being out of tolerance.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device was recalibrated to address the issue.